Event description:
It was reported that an asymptomatic patient presented in-clinic for a follow up, and post-paced t-wave oversensing was noted on a stored egm. Programming changes were made, and no further issues have been reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.